Manufacturer narrative:
The reported event was unconfirmed. The root cause of the reported issue was unable to determine as the reported issue could not be duplicated during the evaluation. During evaluation the device filled normally. A missing blue retaining ring on patient temperature (pt2) connection. The control panel touch function was inoperable hence the control panel was replaced. The blue retaining ring on patient temperature (pt2) connection was replaced. The arctic sun 6000 passed all the performance tests calibration and the electrical safety tests. The device was functioning properly and ready for use. It was unknown whether the device was influenced by the reported failure however the device meets the specifications. The device was not in use on a patient. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The labeling review was not required due to the reported issue was unconfirmed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that while setting up the arctic sun device it was unable to fill. The nurse walked through the filling process and verified the set up. The fill valve solenoid could be heard actuating. It was stated that there was no pressure felt at inlet and the circulation pump could not be heard. A check of the inlet pressure showed -12 psi. It was discussed that this was a failed pressure transducer and would be treated as an out of box failure (obf). Per sample evaluation it was reported that the blue retaining ring was missing on patient temperature 2 connection and the control panel touch function was inoperable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when setting up the arctic sun device it was unable to fill. Walked through fill process and verified set up and the fill valve solenoid could be heard actuating, however, it was stated that there was no pressure felt at inlet and the circulation pump could not be heard. A check of the inlet pressure showed it at -12 psi. It was discussed that this was a failed pressure transducer and would be treated as an out of box failure.